Manufacturer narrative:
(B)(4). Batch # r59p29. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the test cartridge reload was placed and removed with no issues noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device history batch: the batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that during the first firing with psee45a during a vats wedge biopsy the reload popped out of the gun and landed inside the patient. The gun was removed along with the reload and a new reload was place in the same gun and the gun would not fire. A second gun was pulled and the case was completed without any patient consequence.